Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation issues.

Event description:
It was reported that before use a 2.75x15mm nc trek rx balloon dilatation catheter (bdc) was removed from the dispenser coil without resistance and the shaft separated. The device was not used and there was no patient involvement. Ultimately an unspecified balloon was used to treat the lesion. There was no clinically significant delay in the procedure. No additional information was provided.